Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and morbid obesity. Concomitant products included dicycloverine (dicyclomine) since 2014, hydroxyzine since 2018, loratadine since 2018, omeprazole since 2014 and sertraline from 2018 to 2019. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). The patient was treated with root canal and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and nausea was resolving, the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, migraine and vaginal discharge had resolved and the gastrooesophageal reflux disease, alopecia, hormone level abnormal, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, hormone level abnormal, menorrhagia, migraine, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: case became incident, new events (pelvic pain female, vaginal bleeding, menorrhagia, dental problems; dysmenorrhea, dyspareunia, fatigue, acid reflux; hair loss, hormonal imbalance, migraines / headaches; nausea, depression and anxiety, vaginal discharge and weight gain) updated, event injury nos removed, lot number, lab, test, patient demographic details and reporter details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 26-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, morbid obesity, chest pain and uterine prolapse. Concomitant products included sertraline from 2018 to 2019 for depression and anxiety as well as dicycloverine (dicyclomine) since 2014, hydroxyzine since 2018, loratadine since 2018 and omeprazole since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines / headaches") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("cramping ") and the second episode of vaginal discharge ("vaginal discharge "). The patient was treated with ondansetron (zofran), paracetamol (tylenol), root canal and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and nausea was resolving, the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, abdominal pain lower and the last episode of vaginal discharge had resolved and the gastrooesophageal reflux disease, alopecia, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, hormone level abnormal, menorrhagia, migraine, nausea, tooth disorder, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight: 219 lbs. Discrepancy about insertion reported in summons (B)(6) 2009, (B)(6) 2012, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm.12 hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-nov-2019: information from duplicate case (B)(4) has been transferred to this case, including medical history, treatment drugs, events (vaginal discharge and cramping) and legacy device report num 2951250-2019-01878. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 26-year-old female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, morbid obesity, chest pain and uterine prolapse. Concomitant products included sertraline from 2018 to 2019 for depression and anxiety as well as dicycloverine (dicyclomine) since 2014, hydroxyzine since 2018, loratadine since 2018 and omeprazole since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines / headaches") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain lower ("cramping ") and the second episode of vaginal discharge ("vaginal discharge "). The patient was treated with ondansetron (zofran), paracetamol (tylenol), root canal and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and nausea was resolving, the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, abdominal pain lower and the last episode of vaginal discharge had resolved and the gastrooesophageal reflux disease, alopecia, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, hormone level abnormal, menorrhagia, migraine, nausea, tooth disorder, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight: 219 lbs. Discrepancy about insertion reported in summons (B)(6) 2009,(B)(6) 2012, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: b34602. Manufacture date: 2013-05. Expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 26-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, morbid obesity, chest pain and uterine prolapse. Concomitant products included sertraline from 2018 to 2019 for depression and anxiety as well as dicycloverine (dicyclomine) since 2014, hydroxyzine since 2018, loratadine since 2018 and omeprazole since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines / headaches") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain lower ("cramping "), the second episode of vaginal discharge ("vaginal discharge "), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with ondansetron (zofran), paracetamol (tylenol), root canal and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, abdominal pain lower, the last episode of vaginal discharge, gastrointestinal disorder and headache had resolved and the gastrooesophageal reflux disease, alopecia, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight: 219 lbs. Discrepancy about insertion reported in summons (B)(6) 2009, (B)(6) 2012, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.1 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: b34602. Manufacture date: 2013-05. Expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: pfs received. Plaintiff implant state, event: pelvic pain, gi conditions, headaches added. Outcome changed for event abdominal pain, nausea . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.